Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's device was returned to the manufacturer. However, upon return it was identified the device is a different model number. Further investigation is pending to confirm the patient's device information.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. In turn, the patient underwent surgical intervention. Intra-op lead testing revealed invalid impedance measurements. As a result, the physician explanted and replaced the patient's lead. Therapy was restored post-operatively. Concomitant product: the implant date for the following device is unknown: model: 3608, scs ipg, model: unknown, scs extension.

Manufacturer narrative:
Evaluation: results: complaint was visually confirmed for invalid impedance. As received, the lead was complete but had breakage with all wires broken. The broken wires were consistent with being subject to stress while implanted in patient body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient was implanted with model 3146 lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.